Event description:
It was reported that a patient's cardiac echo results were not great, and his oxygen saturation was in 50s percent range while walking during the walk test. They are increasing his remodulin, with continuous subcutaneous, dose- unknown, indication-pulmonary arterial hypertension.

Manufacturer narrative:
B1: correction: product problem. H1: correction: malfunction.